Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device inserter did not fire and sensor could not be applied. As a result, customer experienced dizziness and was unable to self-treat. Customer had contact with a healthcare professional who provided 2 bags of unspecified fluid and an unspecified dose of insulin intravenously as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.